Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned that a 25mm 11500a valve was explanted after an implant duration of two (2) years, four (4) months, due to bioprosthetic aortic valve endocarditis. The explanted valve was replaced with a 23mm 11500a valve. Explant was not due to deficiency of the device. Patient also underwent concomitant coronary artery bypass. Patient post-operative status noted as in recovery. Per medical records, this 69-year-old male patient has a history of pericardial effusion, bilateral pleural effusions, obesity, insulin dependent diabetes mellitus, congestive heart failure, end-stage renal disease on hemodialysis, cerebrovascular accident, anemia. The patient presented with chronic systolic and diastolic heart failure. The 25mm 11500a aortic valve was explanted and noted to have extensive vegetations on the bioprosthetic aortic valve. The explanted aortic valve was replaced with a 23mm 11500a aortic valve. Patient also underwent coronary artery bypass and mitral valve replacement with a 29mm 11400m mitral valve. The patient was transferred to cvicu.

Event description:
Through implant patient registry, it was learned that a 25mm 11500a valve was explanted. After an implant duration of two (2) years, four (4) months, due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve. Explant was not due to deficiency of the device. Patient also underwent concomitant coronary artery bypass. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members), and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.